Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding at the access site requiring 2 units of packed red blood cells (prbc). The patient was on multiple anti platelet therapy, heparin and lovenox with hypertension. Manual pressure was used to control bleeding along with holding heparin and anti-platelet therapy to allow coagulation labs to normalize. A hemo static suture was used around the site to control hemostasis as well. The patient remained stable without bleeding after intervention. Additionally, it was reported that it was not possible to increase impella flow past p2 without suction post coronary artery bypass graft. Position and volume status were confirmed. Possible material on inlet coronary bypass graft was identified during echocardiogram. During support, the patient's urine was noted to be changed to pink/red. Motor current flat and placement signals decoupled. Echocardiogram confirmed correct positioning. The impella was exchanged using side port without difficulty. The new impella resolved flow and waveforms. Urine color retired to normal.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the pump was returned for investigation. No physical damage was found on the returned product. The pump passed the repo sheath leak test with pressure at 200 mmhg. The pump cannula was further inspected, and significant biomaterial was observed on the impeller. The pump also experienced low flow during testing in the water bucket. Pump flow returned to specification after the biomaterial was flushed out while running in the water bucket. Data log shows several suction alarms followed by flow drops. The pump was manually turned to p0, and upon restart, a motor current spike to 1500 was reported, followed by another spike while running on a steady p-level with flow saturation. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was biomaterial ingestion, based on returned product investigation and data log review. Pump suction: the cause of the suction issue was biomaterial ingestion, based on returned product investigation and data log review. Access site adverse event (hemorrhage/bleeding): as per the clinical details, impella site bleeding developed after the peel-away sheath was removed and the impella sheath was placed, requiring the sheath to be positioned at a high angle to maintain hemostasis. The patient, who was on multiple antiplatelet therapies, heparin, and lovenox, with hypertension, required 2 units of prbc. Bleeding was managed with manual pressure, holding anticoagulation and antiplatelet therapy, and placement of a hemostatic suture. The cause of the bleeding issue was most likely related to use, based on returned product investigation and the provided clinical details. Clinical symptoms code (high blood pressure/hypertension): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.